Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a sigmoid procedure the anastomosis was slightly torn when removing the echelon powered circular stapler in the surgeon's sigmoidectomy procedure. The patient was diagnoses with reoccurring diverticulitis which resulted in difficult tissue to work with. Therefore, the surgeon needed to call in an additional doctor to assist with the circular stapler firing. The additional doctor asked me to walk him through the firing process step by step and operated the stapler as stated in the IFU. After the stapler was removed the additional doctor inspected the donuts and found them to be intact. However, the surgeon could visually see a tear in the anastomosis which he repaired by over sewing with 3 prolene sutures. After the case the surgeon and additional doctor both stated that the tissue was difficult to work with and they needed to fire at a "weird" angle. Additionally, they both stated that they did not believe the stapler was at fault. There were no patient consequences reported.